Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose over 600mg/dl and a severe dehydration. The caller mentioned that the cannula was bent. The customer experienced vomiting, frequent urination, headaches, and chest and back pain. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. The customer stated that his blood glucose 47mg/dl at night, but he ate a pastry and went to bed. The caller also stated that the insulin pump alarmed no delivery in the past. Advised the customer to call back when the alarm reoccurred to troubleshoot the device. No further information was provided.